Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise. No intervention was reported. The patients condition was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.